Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that fluidics management system (fms) did not have vacuum during the cataract [with intraocular lens (iol) implant] surgery, which resulted capsular bag tear of patient¿s eye. There was no information provided on surgery completion.

Manufacturer narrative:
The product lot information for this consumable procedure pack is unknown, therefore the device history records traceable to the reported procedure pack could not be reviewed. Clinical information review: the customer described the event occurring on the first (1st) and seventh (7th) cases. This investigation will serve as the 2nd incident (7th case). The fluid management system (fms) cassettes for the 2nd incident was kept. Additional, related information was requested but was not obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to posterior capsule tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus,pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of posterior capsule tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system operator¿s manual includes a warning: ensure that appropriate system parametersand system settings are selected prior to starting the procedure. Adjusting aspiration rates or vacuum limits above the preset values or lowering the intraocular pressure (iop) below the preset values, may cause chamber shallowing or collapse which may result in patient injury. When filling handpiece test chamber, if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubing is not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Avoid setting the patient above the fluid management system (fms) unless patient eye level (pel) is used. Operating with the patient above the fms without pel adjustment will result in a lower irrigation pressure than indicated on the display, and possible under-venting. Use of balanced salt solution irrigating fluid bags other than those approved for use in the active fluidics system can result in patient injury or system damage. Use of appropriate technique and settings is important to minimize fragments and turbulence. Do not remove the fluid management system during the surgical procedure. In the event of a system error, release footswitch to the up position. Improper handling or removal of dual irrigation handpiece tip from eye may cause draining of the fluidics system. Fluidics management system consumable evaluation: a used active fms in a tray was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with the handpiece and a 0.9millimeter aspiration bypass system tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. The sample functioned within specification. Cassette max vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Before release from manufacturing, every pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.